Manufacturer narrative:
The reported event of output noise was confirmed. As received, output anomalies were noted. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was found normal. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12524. Additional information received indicated that the physician explanted the patient's pacemaker and capped the patient's lead on (B)(6) 2020 due to the noise issue. The patient was stable throughout and did not report any new symptoms.